Event description:
On (B)(6) 2013, the distributer contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The down arrow keypad button reportedly was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/11/2014 with the following findings: the keypad was found to be worn but legible. There was no evidence of peeling or tearing. During testing the up arrow keypad button was found to be intermittently responsive to button presses. The keypad cover removed; the up contact was found to be offset. Unrelated to the complaint, the audio bolus button cover was found to be detached and was removed from pump. Also unrelated to the complaint, the display text was found to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).